Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu_unknown_ext, serial # unknown, product type extension. (B)(4).

Event description:
It was reported that the patient had been living successfully with a 37602 model. The device had to be replaced to a 37612 model with new extensions because the adaptors needed for another model would have been too big. No other information was given. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)